Manufacturer narrative:
The customer reported that the ortho provue analyzer interpreted a dual population reaction as 3+ during a/b/o & rh type testing. Mts cq received a faxed copy of results. The results confirm that the analyzer posted and interpretation of 3+ for the anti a microtube of the mts a/b/d monoclonal and reverse grouping card durng the initial test. The results also confirm that the analyzer posted and interpretation of dual population for the anti- a microtube of the mts a/b/d monoclonal and reverse grouping card while performing repeat testing of the same sample. The faxed images were not clear enough to make a determination based upon the agglutination in the microtube. In this case, the patient was typed accordingly during the initial testing, as the customer is a positive. Erroneous results were not reported as a result of this incident. However, if an incident of this nature were to recur, if could lead to erroneous results and possible transfusion of incompatible blood.

Event description:
The customer reported that the ortho provue analyzer interpreted a dual population reaction in the anti-a microtube as 3+ during a/b/o & rh type testing.